Manufacturer narrative:
To date, the medical device has not been made available for analysis and could not be investigated. The provided information has been extensively analyzed. The available impedance trends revealed that in late (B)(6) 2016, there was a slight decrease in pacing impedance of about 400 ohms to 350 ohms. Likewise, a slight drop of about 70 ohms to about 60 ohms was seen in the curve of the shock impedance at the end of (B)(6) 2016. Furthermore, the threshold trend was analyzed and we discovered an increase in the threshold of 0.8 v to about 2 v. The inspection of the provided iegm confirmed the noise in the rv and ff channel mentioned in the complaint. Despite the available information no final assessment can be done explain the cause of error since this requires an examination of the lead. Should any additional relevant information or the device itself be available, this report will be updated accordingly.

Event description:
Ous MDR - it was reported that inappropriate shocks were delivered 29 months after the implantation. The lead was deactivated, and a new one was implanted. The lead was not returned. It was deactivated and left in situ.